Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "power cord was delivered to clinical engineering department in broken condition and without any additional explanation." Delay in therapy: unknown. Need for medical intervention :unknown. Patient involvement: no. Death/ serious injury: no. Human harm: no.